Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the issue. There was no adverse impact on the customer's blood glucose level. Technical support provided information and assistance for resetting the pump, successfully resolving the malfunction, and allowing the customer to continue using the pump. The customer was advised to call back if any issues recur, and they acknowledged and understood the instructions.